Manufacturer narrative:
It was reported by an attorney that mesh was implanted to treat pelvic organ prolapse and stress urinary incontinence with concurrent tvh/bso on (B)(6) 2009. It was also reported that following insertion the patient experienced pain, infection, urinary problems, recurrence, dyspareunia, neuromuscular problems and vaginal scarring. It was further reported the patient experienced urinary retention and underwent bladder sling revision on (B)(6) 2009 and also underwent cystogram and coaptite injection on (B)(6) 2009. No additional information was provided. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on an undisclosed date at an undisclosed location and mesh was implanted. It was also reported that the patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information provided at this time.

Manufacturer narrative:
(B)(4). Conclusion92: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.